Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, (1 of 2 - see (B)(4)) patient's legal representation states that patient was implanted with direct fix anterior and posterior mesh and an altis sling system into her pelvis on or around (B)(6) 2013. As a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, was permanently scarred and disfigured, has sustained permanent injury, has undergone medical treatment and corrective surgery, will likely undergo additional corrective surgery and hospitalization, was permanently impaired and suffered and continues to suffer from the loss of her ability to perform her usual activities and to enjoy life.